Event description:
It was reported a patient experienced peritonitis manifested by severe abdominal pain, cloudy effluent, fatigue, diarrhea and poor appetite coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with intra-peritoneal (ip) vancomycin, ip ceftazidime, intravenous (IV) amphotericin b, and oral voriconazole. The dosages and frequencies of these treatments is unknown. The peritoneal dialysis catheter was removed and the patient began hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.